Event description:
No new information.

Manufacturer narrative:
Corrected data: correction of product code in section d2b, correction of common device name in section d2a, section g4: product is 510k exempt, section h3 device evaluated by the manufacturer: yes. Investigation conclusion: technical investigation: after observation of the received product, the investigation concludes with a most likely hypothesis of use of the flexible in "unscrewing" mode with reversal of the direction of rotation of the motor. The devicer must only be used in the "screwing" direction. As part of the technical investigation, the surgical technique and the IFU were reviewed. Neither document indicates that the instrument should be used only in screwing mode. Documentary investigation: the last step of the manufacturing order was carried out on 07/31/2020. Consequently, the concerned device has exceeded the useful life estimated in the IFU "eca200100018-f IFU instruments dps". The investigation associated with the manufacturing of the product will therefore not be extended. Review of complaints on the mf 5 e reference: this is the first occurrence concerning a breakage of this device. 1 complaint received in 2022 ((B)(4)) received on this device reporting that the device was twisted. Overall conclusion: the most likely cause is missing information in the accompanying documents leading to a use defect (d09) in addition, the device has exceeded its estimated lifetime (d1105). Following this complaint, a corrective action was opened under reference (B)(4). A change control was opened ((B)(4)) to update the IFU and the surgical technique to add the following instruction: ¿mf 5 e shall be used exclusively in "screwing" orientation, never in "unscrewing" orientation.¿

Event description:
(B)(4): serf rc-24-0382 the drill broken while in use in patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.